Manufacturer narrative:
Available information indicates that this device remains implanted. No further information is available at this time. This event will be reopened should further information become available. On june 17, 2005, guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator surrounding a wire within the lead connector block which, in conjunction with other factors, could cause a short circuit and loss of device function. Changes to try to prevent this anomaly were made august 2004. This device was manufactured on or before august 26, 2004 and is included in the population.

Event description:
Guidant received information that the pt with this implantable cardioverter defibrillator has retained an attorney in reference to the advisory issued on this model device. There have been no allegations made against the functionality of the device. New information received indicates that this pt has since expired due to unspecified cause. At the time of the patient's death, there were no product performance allegations. The patient's family has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.